Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error code did not reappear, and the caller was able to successfully start their sensor session.intake